Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #2) device may have caused or contributed to the reported events. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1), bard/davol ventrio st (device #3) ,bard/davol ventralight st w/ echo (device #4), and bard/davol ventralex st (device #5) should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent an epigastric hernia repair. A bard/davol bard ventralight st (device #1) was implanted in the patient during this repair. On or about (B)(6) 2014, the patient was hospitalized for complications. On (B)(6) 2016: the patient underwent removal of the defective mesh. The patient was implanted with a ventrio st (device #2) and ventrio st (device #3) during said surgery. On (B)(6) 2016: the patient underwent two further surgeries due to complications. On (B)(6) 2018: the patient underwent further surgery due to complications. The patient was implanted with a ventrlaight st w/ echo (device #4) and ventralex st (device #5) during said surgery. The patient continues to suffer complications, permanent disfigurement and chronic pain. The bard/davol mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #2) device may have caused or contributed to the reported events. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1), bard/davol ventrio (device #3) ,bard/davol ventralight st w/ echo (device #4), and bard/davol ventralex st (device #5) should additional information be provided a supplemental emdr will be submitted. This is as addendum to the initial emdr to make a correction to the alleged device #3 implant. The correct product name is ventrio, not a ventrio st as initially reported. The information initially entered in has been updated to reflect this corrected information. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent an epigastric hernia repair. A bard/davol bard ventralight st (device #1) was implanted in the patient during this repair. On or about november 2014, and december 2014, the patient was hospitalized for complications. (B)(6) 2016: the patient underwent removal of the defective mesh. The patient was implanted with a ventrio st (device #2) and ventrio st (device #3) during said surgery. 10/ni/2016: the patient underwent two further surgeries due to complications. (B)(6) 2018: the patient underwent further surgery due to complications. The patient was implanted with a ventrlaight st w/ echo (device #4) and ventralex st (device #5) during said surgery. The patient continues to suffer complications, permanent disfigurement and chronic pain. The bard/davol mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum to correct the product name of device #3 (B)(6) 2016: the patient underwent removal of the defective mesh. The patient was implanted with a ventrio st (device #2) and ventrio (device #3) during said surgery.